Manufacturer narrative:
(B)(4). Sn (B)(4). Review of the most recent repair record determined that the cutter did not pass testing. The cutter's collar and gear were replaced; however the cutters were not fully repaired due to these components having to be entirely replaced. -review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. All sn's devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh made on the device. No harm or delay occurred.